Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were in pain but noted that it was lessening on the day of report. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(4) 2017. The patient reported that they felt like they always had a urinary tract infection (uti) and felt a burning in their vaginal tract. No further complications were reported or were expected.